Event description:
An IV was started in the emergency room with a bd saf-t-intima IV catheter. The patient complained of increasing pain, and the nurse removed the IV and noticed that the needle was still present in catheter.

Manufacturer narrative:
The samples are in the process of being returned for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.